Event description:
It was reported the video adapter had looseness on the camera head side. The issue was identified during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: screw detached from connector and leaked connector. Based on the results of the investigation, the most probable cause of this complaint is, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.